Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the subject device tested positive for gram positive bacteria;bacillus(1cfu/100ml) and staphylococcus coagulase negative(3cfu/100ml). The testing result cleared the french guideline omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing test by the facility, the subject device repeatedly tested positive for following bacteria. On (B)(6) 2018, the suction channel tested positive for unspecified bacteria (292 cfu/100ml). On (B)(6) 2018, the instrument channel tested positive for unspecified bacteria (200cfu/100ml). On (B)(6) 2018, the instrument channel tested positive for ochrobactrum (103cfu/100ml). On (B)(6) 2018, the instrument channel tested positive for ochrobactrum (7cfu/100ml). It was reported that the routine culturing test on (B)(6) 2017 by the user facility indicated no microbial growth for the instrument channel. The subject device had been reprocessed using an olympus automated endoscope reprocessor model etd (not available in the USA) with peracetic acid. There was no report of patient infection associated with the event.